Event description:
It was reported that the customer had difficulty when they attempted to remove the catheter. It had been in place and used for one week. Due to difficulty removing the catheter, the user surgically removed the catheter.